Manufacturer narrative:
Gtin/UDI number for item mz1000-07, lot 17035393 is (B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that they have had multiple events in which a small amount of blood splashes back and leaks when removing the syringe from the maxzero connector after drawing a blood sample. There was no report of patient or rn harm.

Manufacturer narrative:
Upon file review and additional information received it was noted that the event documented in this file did not involve patient use and the file is therefore no longer reportable.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.